Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. The clips fell into the patient and were removed. Used a like device to complete the case.

Manufacturer narrative:
H6: information anticipated, but unavailable at this time. D4: serial #=na.